Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that another computed tomography (CT) scan was performed but was inconclusive. A computed tomography angiography (cta) was also performed, and there was no obvious thrombus present in the outflow graft (ofg). There were no kinks of the ofg seen as well. Log files were reviewed, and technical services agreed that the issues were most likely due to biomaterial buildup external to the ofg under the bend relief causing compression of the outflow and the reduction in flow. The flows and pis at this speed were strongly indicative of occlusion in the pump circuit. The gradual decrease in flow over the last month was indicative of an occlusion in the outflow path. Technical services noted that occlusion in the outflow this far out from implant was most often attributable to extrinsic outflow graft obstruction (eogo). It was noted that this was a high-risk patient for surgery and that stenting was being considered. An invasive angiogram was performed on (B)(6) 2023, but the site was unable to opacify the ofg. High pressures were also noted. Flows returned to the patient's previous baseline on (B)(6) 2023. Their last low flow alarm (lfa) was on (B)(6) 2023, and the event log file confirmed lfa events on 30dec2023. Technical services noted that the trended data appeared to show an increase in the recorded estimated flow values later on (B)(6) 2023. It was stated that the cause of the lfas was confirmed to be outflow graft obstruction noted on invasive angiogram. There had been no alarms since on (B)(6) 2023. Technical services stated that all pump parameters looked as if they returned to baseline, compared to the log files received in early on (B)(6). The ventricular assist device (vad) nurse called for instructions on extended silence due to the patient having lfas while hospitalized. The patient passed away due to multiorgan system failure on (B)(6) 2024. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined; the account attributed some of the low flow alarms to right heart failure (rhf) and the outflow graft obstruction. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure) and death, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported asymptomatic low flow alarms. The low flow alarms were confirmed to have occurred on (B)(6) 2023 and (B)(6) 2023. The cause of the low flow alarms was not identified, and the alarms resolved. The log file did not contain any low flow events as they might have been overwritten with pulsatility index events. It was additionally reported on (B)(6) 2023 that the patient experienced 2 low flow estimates as well as 1 sustained low flow hazard event. It was stated that the cause of the low flow alarms was right ventricular failure, and that they resolved with inotropic support (dobutamine drip). The patient experienced dizziness. It was additionally stated that the right heart failure did not exist pre-left ventricular assist device (lvad) implantation, and that the lvad did not cause or contribute to the right heart failure. It was additionally communicated on (B)(6) 2023 that the patient continued to have low flow alarms despite the increase in their dobutamine dose. Their speed was decreased on (B)(6)2023 from 6900 to 6700 rpm following ramp study. The patient had lightheadedness on (B)(6) 2023 and flow around 3.7 lpm. Speed was increased back to 6900 rpm, and the flows were around 4.3-4.5 lpm. Decreased flow velocities were found on both echocardiogram (echo) and computed tomography (CT) scan. A follow up echo was recommended. The outflow graft was unable to be appreciated during the computed tomography angiography (cta). A plan was made for a repeat cta.